Event description:
A report was received that the patient was electively explanted after having difficulty charging the ipg. After the explant, the patient was reportedly doing well.

Manufacturer narrative:
Device was explanted and not returned to bsn. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.